Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: manufacturing location: monument, manufacturing date: 21-nov-2013, part number: 456.354, 10mm/130 deg ti cann troch fixation nail 340mm/right, lot number: 7542978 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 456.314.3, lock driver tfn, bp55 lot number: 7491172 lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final met all inspection acceptance criteria. Part number: 456.315.2, lock 130 bp58 lot number: 7527961 lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, bp80 lot number: 7474717 lot quantity: (B)(4). Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, the patients nail failed at the neck/nail junction and there was a two (2) year old subtrochanteric nonunion. This report involves one (1) 10mm/130 deg ti cann troch fixation nail 340mm/right. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.